Event description:
The user facility reported a 83-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp implant, there was no impella flow, p levels were under 6. The patient is still on support and no harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for low pump flow has been completed. The impella device was not returned for evaluation. The data logs reviewed: a common mc spike upon activation is observed and suction occurred directly afterwards. No positioning issue alarms observed. The cause of the low pump flow issue most likely was biomaterial ingest. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13072: g1 manufacturing site address line 1. G1 manufacturing site address line 2 should have been left blank. H6 code 2993 and 4755 were reported incorrectly. New codes were added to medical device problem code and component code.